Event description:
Caller alleged imprecision with inratio meter. Results as follows: 1 patient results=4.x, 1.9, 2.x. No detailed data available. Customer states that meter has a crack up to sample well in sample application area and inquires if this could be the cause for the error. Customer had previously performed self test with good results (1.0).

Manufacturer narrative:
Inratio precision data provided by end-user (using the highest and lowest value given, 1.9 and 4.0 used for 4.n): value #1: 4.0; value #2: 1.9, mean: 2.95, std dev: 1.484924, %cv: 50.33641. The %cv is greater than 20%. The precision criterion is not met. Product testing is required.